Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause was determined to be use error, tidal total uf removal set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can resulting a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." The labeling was reviewed and found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in therapy that was initiated on (B)(6) 2013 at 12:38:43. During night drain cycle nine, the patient's ultrafiltration reading was 1457ml, indicating the home patient (hp) drained 932ml more than their maximum programmed fill volume of 1500ml. No additional information is available.